Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during final anastomosis in a laparoscopic gastric bypass procedure, after multiple firing the device functioned as expected but after loading the device with new reload, surgeon was unable to do anything with it and said that the stapler seized up. The green button was not pressed and unable to squeezed the handle. Another stapler handle and reload were given to the surgeon and the procedure was completed without further incident. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual and functional evaluation of the instrument found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.